Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated an auto-fill failure alarm. The iab was removed. There was no patient ham or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the returned non-maquet sheath. The extender tubing and pressure tubing were also returned. No kinks or physical damage was observed. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump for two hours which represents one complete autofill cycle. The iab pumped normally, no alarm sounded. A 0.025" laboratory guidewire was inserted through the inner lumen and was found to be occluded with blood. Unable to clear occlusion. The reported event cannot be confirmed by the evaluation as the iab performed as intended. Additionally, we were unable to duplicate the clinical settings. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).